Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification that a patient with an evoque valve in the tricuspid position was hospitalized for an unknown reason to undergo a lung puncture. During this hospitalization, leaflet thickening on the evoque occurred due to pausing blood thinners, leading to increased pressure and transvalvular regurgitation. It's unclear if the leaflet thickening prolonged the hospitalization, so this event is being reported conservatively. The patient remains stable, with decreased gradient and trace regurgitation after resuming anticoagulation.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The reported event for thrombus formation (device) post procedure was confirmed with other empirical evidence via information reported by an edwards clinical specialist. The device history record review was completed and there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Available information suggests the pause in anticoagulant therapy is a likely contributing factor to the reported event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.